Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 23, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the shunt sensor leaked. Blood loss of approximately 50 ml. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was visually inspected during which no anomalies were noted. The unit was then gradually pressurized in a water bath to roughly 1000 mmhg for 30 seconds, no leaks were observed. The unit was then coupled with a bpm head and the test was repeated, no leaks were observed. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.